Event description:
Received a notice of a fire in a home where a quantum powerchair was located. The powerchair was charging at the time of the event.

Manufacturer narrative:
The device is unavailable at this time. A follow-up report will be issued should the device become available for evaluation.

Manufacturer narrative:
Inspection revealed the controller wires had arced when customer jiggled the wires and caught the bedskirt on fire. Customer failed to maintain the unit based upon the taped controller and wires. Provider comments regarding turning down service. Provider counsel and insurance investigator both allege the wires were taped and had to be jiggled to work.

Event description:
Received a notice of a fire in a home where a quantum powerchair was located. The powerchair was charging at the time of the event.